Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A device history record review will not be performed as this device has been serviced before/serviced multiple times. The device was returned to olympus for inspection, and based on the results of the investigation, the suggested event was confirmed. The issue could have occurred due to the faulty plasma kinetic radio frequency (pkrf) and circuit board, however, the root cause of these boards becoming faulty was unknown. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the electrical generator exhibited a broken core of plasma kinetic radio frequency (pkrf). There were no reports of patient involvement.